Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was experiencing dizziness, nausea, constant pain for left eye. Hence the lens was explanted and replaced with non company lens 28 days following the initial implant procedure. The clinical reason for explant was other subjective visual disturbance. Additional information has been requested but no information is available at the time of this report.